Manufacturer narrative:
Date received by MFR: 19sep2019. The manufacturer's service technician confirmed the temperature issue. The technician replaced the blower motor to address this issue. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Temperature high. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06sep2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Temperature high. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.